Event description:
Customer's father called in to report that his son insulin pump is not working correctly. Caller stated that the unit was alarming and pushing insulin through. Customer's father stated that they changed the reservoir and infusion set, but the insulin was squirting out during the manual prime and it was unable to exit from preparing to prime loop. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.